Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the malar, nasolabial folds and chin with 2 syringes of juvéderm® ultra. The patient experienced ¿rash, swelling and itching on the left eye and cheek¿ five days later. Two days later, the patient injected with half a syringe of hylenex. The following day, the swelling had improved. The patient was again injected with half a syringe of hylenex and advised to use alastin as treatment. The next day, the patient advised to use hydrocortisone cream as treatment for itching. The next day, the patient reported that the symptoms were almost gone. Three days later, the patient began to experience redness, swelling and itching on the right side and was advised to use hydrocortisone cream and elastin. Three days later, the patient reported that ¿everything was good¿ and the itching had stopped.